Event description:
The pump critical alarm was sounding; telemetry confirmed the alarm was due to motor stall. The event logs revealed that the pump had stalled several times since (B)(6) 2012. The patient underwent MRI on (B)(6) 2012 and on that date the pump stopped and restarted properly. Additional stalls then occurred on (B)(6) 2012 at 9:49 with recovery on (B)(6) 2012 at 15:50, on (B)(6) 2012 at 21:10 with recovery on (B)(6) 2012. No environmental cause for the stalls was determined. The pump then stalled again with no recovery noted. The patient was experiencing withdrawal and was "not doing well". The pump was replaced. The drugs being delivered by the pump were morphine 10mg/ml, 12.012 mg/day, and bupivacaine.

Manufacturer narrative:
Implanted: 2009 (B)(6), explanted: na, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).